Event description:
It was reported that the patient had received inappropriate high voltage therapy caused by oversensing supraventricular tachycardia with intermittent premature ventricular contractions. The device was reprogrammed. The patient has not had troubles since the reprogramming.